Manufacturer narrative:
The cusa clarity console (c7000) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined; however, based on the reported error code "0013", the complaint may have been a result of a defective interface board. However, without testing the device it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the cusa clarity console (c7000) displayed an error code prior to intracranial tumor removal surgery. There was more than 30 minutes delay due to product problem. No adverse consequences to the patient were observed.